Event description:
It was reported that the bd needle 23 x 1 ll eclipse had foreign matter. The following information was provided by the initial reporter translated from spanish to english: presence of brown particles on the needle (contamination).

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Customer returned a photograph of the reported nonconformance after initial closure. In the sample evaluation, the presence of foreign material in the packaging was confirmed. However, upon analyzing the received photo, it was verified that the foreign material found in the packaging is dirt that may have been projected during the line cleaning process. According to the fmea (failure modes and effects analysis), a possible cause for the incident is inadequate equipment cleaning or failure in the equipment enclosure. Considering that this is the first complaint regarding this batch and that it does not exceed the established limit for acceptable quality notification (nqa), and there are maintenance orders indicating the correction of the defects, the identified incident will be monitored for future trend evaluation. Additionally, it is recommended to implement a corrective action plan that includes reviewing cleaning procedures and training the responsible team to minimize the recurrence of similar incidents. Continued monitoring will allow for a more in-depth analysis and identification of any emerging patterns. The training applied to the operators will be recorded in note: (B)(4)

Event description:
Customer returned a photograph of the reported nonconformance after initial closure.

Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.